Manufacturer narrative:
H.3., h.6.: no lot number was provided and no sample was returned for evaluation. Due to this, no lot information and no manufacturing investigations could be able to be performed. The trend investigation has been completed for this complaint. No any unfavorable trend identified for the entire event related to this complaint for the past months. No any significant of signal or pattern identified in the trend during this review period. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4). The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported on (B)(6) 2019 through email from alcon legal (B)(4), the consumer stated that she was a contact lens user and that the involved product was purchased on (B)(6) 2016. Based on the report, the consumer had experienced discomfort upon the first usage of the product and upon the optical shop staff justification, the incident must have been related to adaptation with no further details mentioned. The consumer was later diagnosed with traumatic corneal ulcer right eye od on (B)(6) 2016 related to manipulation of contact lenses and was discharged on (B)(6) 2017 with scheduled follow -up consultation. Following the incident the consumer was advised to not wear contact lenses and resolved into wearing eyeglasses. The consumer also had multiple eye care professional (ecp) visits due to discomfort, viral conjunctivitis and recurrent corneal erosion. Received translated medical record report on 22may2019 regarding a case from (B)(6) 2016. As per the report the incident was first noticed in the morning, where the consumer experienced pain in her right eye when she woke up. The consumer mentioned that the pain intensifies that morning, thus, she opted to seek medical assistance. The said consumer was using a soft contact lenses good for one month usage which she purchased on (B)(6) 2016. Further stated that it was not the consumer¿s first time to wear the said lenses, nevertheless, she was unsure as of how long had she been wearing the same lenses. The consumer mentioned however that she usually follows the products¿ validity and instructions. She added that she does not remember product¿s brand yet she knew it was made in (B)(4). The consumer has been using contact lenses since she was 18 years old, which she usually wears for approximately between 10 to 12 hours a day. The report was written 21jan2019 and it includes various pharmacy and optical shop bills, the consumer¿s discharge report from the emergency hospital (B)(6) and a report from ophthalmology guards dated (B)(6) 2016. Also, it contains an inter consultation of the consumer¿s map as of (B)(6) 2016. As well as further medical report from ophthalmology service of the (B)(6) as of (B)(6) 2017. It also includes reports from (B)(6) hospital¿s emergency notes from dates (B)(6) 2017 as well as the same hospital¿s monitoring reports and treatment sheets with the following dates: (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, (B)(6) 2018. Furthermore, it covers the consumer¿s follow-up sheet of map dated (B)(6) 2019 an ongoing medication sheet and forensic medical examination by the undersigned dated (B)(6) 2019. The consumer does not have any background or history that may have a direct or significant effect on her current status. She also denies previous ulcers or erosion in od. The consumer has been diagnosed with the following: traumatic corneal ulcer od; conjunctivitis viral and recurrent corneal erosions. The consumer further detailed that when she went to the hospital the day the incident was first felt on (B)(6) 2016, she underwent an ophthalmologic evaluation, which includes: "lh: lower central epithelial defect. The consumer was given therapeutic contact lens and a treatment regimen consist of ciprofloxacin hydrochloride eye drops and cyclopentolate hydrochloride eye drops with unknown treatment regimen; and artificial tears as needed. The client was later diagnosed with traumatic corneal ulcer od on (B)(6) 2016 related to manipulation of contact lenses. The consumer had a slow therapeutic progress and was eventually discharged on (B)(6) 2017 without any permanent damage on visual acuity. On her follow up check-up dated (B)(6) 2017 in (B)(6) hospital, the consumer complained of right eye irritation, presenting ¿fibrosis and subepithelial infiltrates, small para-central corneal erosion¿. She was prescribed with undetermined antibiotic, anti-inflammatory, cycloplegic and artificial tears with unknown treatment regimen. On (B)(6) 2017 the consumer¿s corneal erosion resolved, however still experiencing sub-epithelial infiltrates that time, which subsequently lessen the next day. On (B)(6) 2017 the infiltration disappeared where the consumer said to only be using artificial tears for the case. Furthermore, the consumer reported to have visited the emergency department again on (B)(6) 2017 due to discomfort on her right eye, which was later diagnosed with viral conjunctivitis and precentral corneal ulcer which she reported to worsen the next day. The consumer went through a treatment that focused on the ulcer center and membranes which were removed with physiological serum. The consumer was then referred to an ophthalmologist and on her consultation dated (B)(6)2017, the ecp stated "all epithelial but rejection line fluo that delimits a lower central rectangular area that is not entirely clear, has some subtle epithelial opacities." On (B)(6) 2018 "cornea well epithelialized fluo - two infiltrates subepithelial punctuated 1/2 nasal, rest good transparency¿. The consumer further detailed to have visited her map on (B)(6) 2019 for pain in her right eye. She presented with slight conjunctival hyperemia, erosion centro-corneal, which was not considered ulcer after the fluo test. She was prescribed with unspecified patches at night, artificial tears, unknown anti-inflammatory and antibiotic treatment with unknown treatment regimen for the treatment. Currently, the consumer presents no evidence of conjunctival hyperemia and palpebral edema with ocular motility preserved. She added, that since on (B)(6) 2016 she was not able to wear contact lenses, and resolved to wearing glasses permanently. She also mentioned that since then, she had experienced recurrent ulcers with severe pain and for the treatment she only uses an undetermined artificial tear drops as well as an unknown topical anesthetic, with unknown treatment regimen, which was given to manage the pain. This neither refers nor is it evident to the inspection aesthetic alteration. In recollection, the consumer mentioned to have been using the ldc for many years in a prolonged number of hours, more than what is recommended. Making it more probable that a certain corneal fragility existed. It was on (B)(6) 2016, the consumer was diagnosed with a traumatic corneal ulcer in the right eye, which is a defect that occurs at the level of the epithelium of the cornea. The symptoms of this condition are pain, photophobia, foreign body sensation and tearing, which can be diagnosed through exploration ophthalmological slit lamp fluorescein staining of the epithelial defect. The prescribed treatment includes therapeutic contact lens, antibiotic and cycloplegic. Anti-inflammatory can be considered with adequate controls carried out until only the epithelial defect has closed completely the healing time is usually takes a few days, although in cases of greater depth it may take weeks. In this case, she was discharged the day (B)(6) 2017, it can be put into consideration that the consumer might have contracted viral conjunctivitis during the healing process, which necessitates further treatment and consultations. Occasionally, after the healing of this type of lesions, there may be known as "recurrent corneal erosion" that appears mostly after corneal injuries. Persons experiencing this may feel recurrent and sudden attacks of acute ocular pain, photophobia and lacrimation, often upon awakening. Because it usually happens after a recurrence of the injury, its reappearance reflects an alteration of the epithelial fixation complex, and the epithelial changes in these cases are sometimes so mild that can disappear in hours and not be found when the ophthalmologic assessment is made. The method simpler and more innocuous to reduce recurrence is the correct lubrication of the cornea, with artificial tears during the day and pomade for sleep. To establish a link between the cause and effect, we must take into account that posttraumatic corneal ulcers which appeared immediately after having suffered the trauma and pain. It seems difficult to establish that the consumer had been injured by night, upon using the contact lenses and had not presented any symptom not until the following morning. Although, it may be considered as to pain with the eye closed would be much less. Given the time that has elapsed, we cannot determine the exact duration between the removal of the contact lenses and the time the consumer went to bed and what she was doing during that time. Lastly, we should take into account other probable causes of corneal injuries, such as, entry of small foreign body; manipulation of the eye such as the placing and removal of contact lenses and rubbing. Also, the cleanliness and proper usage of the lenses must be considered. With the above mentioned, it is not possible to establish a true and direct causal link between the corneal ulcer presented on (B)(6) 2016 by the consumer and an inherent fault on the product.